Event description:
Endo gia universal stapler handle times 2 would not open jaws of stapler when attached to the handpiece. There was no harm to the patient as the failure was noted prior to use. A third handle was retrieved with a different lot number which worked successfully. Ref# egiaustnd, lot# p3j1065, exp: 08/31/2028. Reference report: mw5151004.